Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image e15 error could not be determined, however, it is probable that water got inside the scope connector during user handling. As a result, an abnormality occurred in the electronic component and an error message was displayed. The event can be reduced/prevented by following the instructions for use which state: ¿·inspection of the endoscopic image. ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the image on the evis lucera elite colonovideoscope disappeared in mid-procedure and received an e315 unsupported scope error code. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found fluid ingress at the scope-connector. The light guide lens was chipped. Angulation was out of specification. The electrical safety test failed. The adhesive at the objective lens and light guide lens was worn. Adhesive at the distal end was worn. Switch 1 was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.